Manufacturer narrative:
(B)(4). Blank display due to moisture damage on electronic assembly. Unable to perform displacement test, self test, active current measurement and sleep current measurement test due to blank display. P-cap reservoir locked properly in place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked battery tube threads and cracked case on the battery tube side.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the battery compartment. No harm requiring medical intervention was reported. The device will be returned for analysis.